Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), reduced cardiopulmonary reserve. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), reduced cardiopulmonary reserve. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.